Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that an intermittent out of range signal occurred on (B)(6) 2016. No injury or medical intervention was reported. The transmitter was returned for evaluation. External visual inspection was performed and was found to be in good condition. The transmitter passed the global transmitter final functional test. The customer complaint of an intermittent out of range signal was not confirmed. The root cause could not be determined.